Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was unable to update software and having a print issue. It was also indicated that the power supply and printed circuit board (pcb) were out of specification. The programmer was repaired and returned to service. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete a software update from the software distribution network (sdn) or a universal serial bus (usb). Additionally, the programmer was repeatedly displaying a message "unable to print the selected report" and was unable to print. Troubleshooting steps were taken to no avail. The programmer was returned for service. There was no patient involvement.